Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while infusing blood with a smiths medical level 1 trauma 1 fast flow device, the pressure or rate slowed delaying infusion. At 7 minutes, the unit was only 2/3 done. The bag/blood was removed and manually infused. The deice was being used during a code and the patient expired. The use of the device did not cause the patient to code.